Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has received the unit; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, robotic coordinator (roco) contacted intuitive surgical, inc. (Isi) technical service engineer (tse) and reported the erbe would not power on. Verified the power cord was connected. Customer discovered that they had to press very hard on the front power switch to turn the unit on. Possible damaged or failing power switch. The procedure was completing as planned with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the integrated electrosurgical unit (iesu) for failure analysis investigation. The iesu was analyzed and and failure analysis investigations could not replicate or confirm the customer-reported complaint. The reported problem could not be confirmed using the system logs. Visual inspection revealed cracks on the unit¿s front bezel; otherwise, the unit appeared to be in good condition. The erbe was tested on the system and successfully cauterized all ports and instruments without issue. The probable root cause cannot be determined based on the information provided and failure analysis results. The reported event was not confirmed as failure analysis found no functional issue. The unit was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned product revealed no issues related to the customer reported event. This issue can be resolved by power cycling the erbe or replacing the erbe.